Event description:
Device malfunction: none. Symptoms/ae: intracranial bleed. Time of ae: 28 days after the procedure. It was reported that 28 days post a left internal carotid artery stenting procedure, the patient developed an intracranial bleed. A right frontal ventriculostomy was performed in 2009. Reportedly, this event is not related to the stent or the stenting procedure. Although requested, there was no additional information provided.

Manufacturer narrative:
Study event. The stent remains in the patient. The lot number was provided. Hemorrhage is a known possible adverse event associated with the use of the device, as listed in the rx acculink instructions for use. There was no malfunction reported. The lot history record was reviewed, and there are no non-conformities associated with this lot number.